Event description:
It was reported that the right ventricular lead exhibited noise and an insulation abrasion due to lead to can friction. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found an insulation abrasion at 19.6 cm to 19.9 cm from the connector pin which resulted in the reported noise. Abrasions are consistent with exposure to constant friction with another implantable device.